Event description:
Procedure: robotic assisted sigmoid colectomy. According to the reporter: a 2 dsteeaxl28 were fired and proximal tearing occurred on both firings. Robotic procedure was converted to lap then converted to open. Unanticipated tissue loss occurred. Unanticipated extension of the incision by more than one inch, approximately 3 inches. Unanticipated surgery time delay of at least 180 additional minutes. The tissue tore proximal to the staple line. Suture repair was attempted but could not be don't so the tissue was stapled with purple 60 both proximal and distal. Eea was fired again with any tearing occurred a second time. This is when the procedure was converted to open. Ralc firings were performed both proximal and distal.

Manufacturer narrative:
(B)(4).